Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a ladg procedure, while using the device, the teflon of the tissue pad separated from the instrument. Surgery was delayed about 10 minutes to change to a new instrument. There were no adverse consequences to the patient.